Manufacturer narrative:
(B)(6). (B)(4). Manufacturing location: (B)(4). Manufacturing date: march 11, 2015. No non-conformance reports were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. (B)(6). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the subject device (ti tomofix medial high tibia plate-4 holes/small-sterile, part number 440.831s, lot number 9415248). Investigation of the subject device shows that the breakage occurred in the most proximal compression/locking hole of the plate. The edges along the failure zone show clear signs of secondary deformation after implant breakage. Furthermore, close-up view on the failure location shows smooth, polish-like surfaces. This is known to occur when broken implant surfaces slide against each other. Hence, it is suspected that the implant was loaded after failure for some time before implant removal. The plate shows no signs of mal-usage by the surgical staff. The associated product drawing was reviewed. The complaint condition was confirmed; however, no design-related root cause has been identified for the returned device. No further evaluation is required based on the non-manufacturing complaint investigation conducted. (B)(4). Device history record review clarification: during the investigation it was detected that the complete unsterile lot 9371389 was sterilized after the manufacturing process in (B)(4) was completed. Then the device was sold under the part number 440.831s and lot 9415248. The lot number, date of manufacture, and expiry date were corrected accordingly, no additional DHR review task will be opened for the sterilization process as sterilization and packaging have no influence on the stability of the plate. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in the (B)(6) as follows: it was reported that a plate broke post-operatively. Revision surgery was performed. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A manufacturing investigation was performed for the subject device (ti tomofix medial high tibia plate-4 holes/small, part number 440.831, lot number 9371389). The returned device was received broken in two parts. The original data from the supplier was reviewed and the plate features were found to be within specification for the subject device lot. Relevant features of the returned subject device were measured by the coordinate measuring machine (cmm) and all measurable features such as, plate thickness, width, and the two ball-shaped counter sinks are within specification. The thread hole and zero points were no longer measurable because in addition to the breakage, the plate had bent postoperatively, leading to false results when measuring with the cmm. No ncr's were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. No manufacturing related issue was identified and/or confirmed. The complaint condition was confirmed; however, a root-cause could not be identified. Corrected data: catalog number and other number¿UDI. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.